Event description:
This device has been received for analysis.

Manufacturer narrative:
When testing is complete, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q3 2010 product performance report.

Event description:
Boston scientific crm received information that this device triggered end of life (eol) with charge time measurements of 30.2 seconds and monitoring voltage of 2.66 v. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this report will be updated.